Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a missing electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The lack of digital-to-analog converter (dac) output prevented some of the electrical tests were not able to be performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a missing electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently from spacing to spacing. The intermittent lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed non-conductive epoxy encroachment at the kovar tab. The reported complaint of intermittent lock was confirmed during the analysis of this device. Elevated resistance was measured across one of the electrical components (kovar tab), which is believed to be related to the loss of lock. A CAPA has been implemented. This is the final report.